Event description:
Event description guidant received information that this ventricular lead was replaced due to dislodgement, the lead was removed during the procedure to prophylactically replace the pacemaker which was included in a recent safety communication. The atrial lead became dislodged during the procedure.